Event description:
During left femour resection with oncological replacement for left femur osteosarcoma, patient suffered a sudden cardiac arrest immediately following placement of bone. 14:05 anesthesia (spinal); 14:44 surgery began; 15:17 intubation & ga (patient moving) 16:42 1 unit prbc (total 700cc ebl); 19:03 cement placed in patient; 19:05 desaturation; 19:06 code blue; 19:36 pronouced dead.